Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and nine months later, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed there was caval perforation at 6 o'clock 6.3mm and 11.70-degrees of posterior tilting. Apex of the caval filter was at the level of the renal veins. The patient reportedly expired, death certificate was provided along with the medical record and the cause of death was not provided. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 06/2014), g3. H11: h6 (result, conclusion).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.